Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg). All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: a year ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: (B)(6). UDI: (B)(4).